Manufacturer narrative:
#E2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient experienced implant failure to integrate. The implant was extracted.